Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. The outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated the lead was stretched. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix would not retract after repositioning. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.